Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 3238282.

Event description:
The reporter stated that a physician's assistant in the emergency room was performing a lumber puncture on a (B)(6) year old male during this procedure two bd spinal needles bent and upon a third attempt in another location, the needle bent and then fractured upon aborting the procedure. The pt had to be transferred to another hospital and will undergo surgery with an ortho-spine specialist to remove the fractured portion of the needle.